Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the right atrial (ra) lead exhibited high thresholds. It was also reported that the implantable pulse generator (ipg) exhibited a drop in longevity. Both the ra lead and ipg remain in use. No patient complications have been reported as a result of this event.